Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These are known potential events addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with an unspecified juvéderm® in the tear trough and "experienced vascular occlusion when being treated".